Manufacturer narrative:
S.w version 4.10d retainer ring = clear case type = ngp customer returned pump for an alleged failed battery alert/battery failed alarm, pump error 63 alarm, possible under delivery and visit to emergency room for high bgs found on (B)(6) 2021. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08705 inches. The pump was monitored and no failed battery alert/battery failed alarm and pump error 63 alarm noted. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of (B)(6) 2021, there is no unexpected alarms/suspends noted. Please see below for the daily total of basal/bolus and all insulin delivered on the event date (B)(6) 2021 listed on smartsolve. Dailytotalofallinsulindelivered = 113.9 dailytotalofbasalinsulindelivered = 62.9 dailytotalofbolusinsulindelivered = 51 03/15/2021 08:41:02.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 25 bolusamountdelivered = 25 03/15/2021 11:12:54.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 10.5 bolusamountdelivered = 10.5 ((B)(6) 2021 14:12:28.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 15.5 bolusamountdelivered = 15.5 the pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. No power error 25, failed battery alert/battery failed alarm, low battery alert, power loss alarm and replace battery alert/replace battery now alarm recorded in the formatted history fil on the event date. There were no unexpected pump errors/alarms noted 1 week prior to the event date (B)(6) 2021 in the formatted history file. There was no pump error 63 alarm recorded in the formatted history file on the event date (B)(6) 2021. However, pump error 63 alarm (variableinfo = 03) was recorded and found in the formatted history file on: (B)(6) 2021 11:42:33.000. The keypad overlay was removed to perform visual inspection and found a broken trace on u1 keypad assembly. Pump error 63 alarm (variableinfo = 03) was confirmed according in the formatted history file due to a broken trace on u1 keypad assembly. Pump was cut open to perform visual inspection and found slight corrosion on the pcba 1. No corrosion or moisture damage found on the pcba 2, force sensor, motor and vibrator assembly noted. ¿ the pump was received without a battery cap installed. The pump was received without a battery installed. Force sensor zero offset within specification (22.6 mv). The motor was tested outside of the device on the ngp stb3 and passed. The test p-cap and reservoir locked properly into reservoir compartment. However, a cracked retainer¿was noted during testing. The following were also noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay and a scratched case. A cracked retainer was confirmed. The pump passed all the required testing. Unable to verify customer alleged for high bgs. The force sensor is within specification and the motor functioning properly. Customer alleged for possible under delivery was not confirmed. Failed battery alert/battery failed alarm was not confirmed. However, pump error 63 alarm (variableinfo = 03) was confirmed according in the formatted history file due to a broken trace on u1 keypad assembly. During visual inspection, found slight corrosion on the pcba 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was under delivering the insulin due to hardware low level failure alert. The customer also stated that, the insulin pump had hardware low level failure alert and failed battery alert. The customer declined testing of the insulin pump. The customer also reported that, they visited to emergency room on (B)(6) 2021 due to high blood glucose for few hours. The blood glucose at the time of the incident was 550 mg/dl and the current blood glucose was 205 mg/dl. The insulin pump will be returned for analysis.